Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -01.50/+1.0/018 (sphere/cylinder/axis) into the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2022 due to significant reduction of irido-corneal angles and patient had a headache at night. The problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Pt info unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - work order search: no similar complaint was reported for units within the same lot (B)(4)